Manufacturer narrative:
The biomedical engineer troubleshot the reported issue with ge healthcare technical support. It was recommended to clean the inside of the absorber and replace the circuit. No further information is available regarding the resolution of the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a potential leak in excess of 4.5 lpm which could cause a loss of mechanical ventilation. There was no report of patient injury.